Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that their implant device is not working. Caller stated that about 3 days ago they noticed that the stimulation keeps turning off. Caller added that every time they turn the stimulation back on, it will last 5 minutes to a half hour before it shuts off again. Caller has tried resetting the controller, but that hasn't resolved the issue. Caller confirmed that the controller will show "stimulation is off." Agent asked caller if they've seen any other messages on the screen, and caller said no. Caller denied any emi sources. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent physician listings to patient via mail. Agent sent email to prs to update address and phone number. No symptoms reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.